Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. 709852,709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. * on unknown date: closed. Concurrent conditions included morbid obesity. Concomitant products included norgestimate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth/ metal taste"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and abdominal distension ("bloating"). The patient was treated with bupropion, ibuprofen and surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, vaginal discharge and weight increased had resolved and the thrombosis, feeling abnormal, migraine, depression and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : irregular vaginal bleeding,heavy flow ( as per pfs insertion date (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. Hysterosalpingogram - on (B)(6) 2011: bilateral grade I tubal occlusion total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-apr-2019: pfs received. Lot number and concomitant condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. 709852) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. * on unknown date: closed. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth/ metal taste"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and abdominal distension ("bloating"). The patient was treated with bupropion, ibuprofen and surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, vaginal discharge and weight increased had resolved and the thrombosis, feeling abnormal, migraine, depression and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : irregular vaginal bleeding,heavy flow diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. Hysterosalpingogram - on (B)(6) 2011: bilateral grade I tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received : lot number added.reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. 709852-invali,709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. * on unknown date: closed. Concurrent conditions included morbid obesity. Concomitant products included norgestimate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth/ metal taste"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and abdominal distension ("bloating"). The patient was treated with bupropion, ibuprofen and surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, vaginal discharge and weight increased had resolved and the thrombosis, feeling abnormal, migraine, depression and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : irregular vaginal bleeding,heavy flow ( as per pfs insertion date (B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. Hysterosalpingogram - on (B)(6) 2011: bilateral grade I tubal occlusion total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and thrombosis ("blood clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysgeusia ("a metallic taste in mouth"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), weight increased ("weight gain/loss: weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea and vaginal discharge had resolved and the thrombosis, alopecia, feeling abnormal, migraine, depression, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. On unknown date: closed. Most recent follow-up information incorporated above includes: on 29-aug-2018: summons received. Reporter's information was added. Events added: blood clots and bloating. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysgeusia ("a metallic taste in mouth"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia") and weight increased ("weight gain/loss: weight gain"). The patient was treated with surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea and vaginal discharge had resolved and the alopecia, feeling abnormal, migraine, depression and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. On unknown date: closed. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received:events vaginal bleeding, menorrhagia, apareunia, migraines,headaches,nausea, depression, vaginal discharge,weight gain,metal taste are added. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. On 4-apr-2018: medical record received. Non significant fu. Processed with fu 01. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and thrombosis ('blood clots') in an adult female patient who had essure (batch no. 709852-not valid, 709952) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy.*on unknown date: closed. Concurrent conditions included morbid obesity. Concomitant products included norgestimate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth/ metal taste"), vaginal hemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), abdominal distension ("bloating"), endometriosis ("endometriosis"), stress ("stress") and blepharospasm ("eyelid twitching"). The patient was treated with bupropion, ibuprofen and surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, vaginal hemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, vaginal discharge and weight increased had resolved and the thrombosis, feeling abnormal, migraine, depression, abdominal distension, endometriosis, stress and blepharospasm outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, blepharospasm, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, stress, thrombosis, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: irregular vaginal bleeding,heavy flow ( as per pfs insertion date (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. Hysterosalpingogram - on (B)(6) 2011: bilateral grade I tubal occlusion. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added events eyelid twitching and stress. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and thrombosis ("blood clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on unknown date: closed. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth/ metal taste"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog") and abdominal distension ("bloating"). The patient was treated with bupropion, ibuprofen and surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, vaginal discharge and weight increased had resolved and the thrombosis, feeling abnormal, migraine, depression and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Event outcomes were updated. Treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and thrombosis ('blood clots') in an adult female patient who had essure (batch no. 709852-not valid,709952) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. * on unknown date: closed. Concurrent conditions included morbid obesity. Concomitant products included norgestimate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/ painful sex/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth/ metal taste"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("depression") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss: weight gain"). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), abdominal distension ("bloating") and endometriosis ("endometriosis"). The patient was treated with bupropion, ibuprofen and surgery (robotic assisted tubal laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, vaginal discharge and weight increased had resolved and the thrombosis, feeling abnormal, migraine, depression, abdominal distension and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : irregular vaginal bleeding,heavy flow ( as per pfs insertion date (B)(6) 2010). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 158.73 kgs. Hysterosalpingogram - on (B)(6) 2011: bilateral grade I tubal occlusion total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media : reporter added. Event added as endometriosis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysgeusia ("a metallic taste in mouth"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery to remove the essure implant on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, dysgeusia, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.